Manufacturer narrative:
Additional information was received on (B)(4) 2014 from the patient. This case initially considered as non-serious was upgraded to serious. The additional events of knee bending at the maximum of 90 degrees and aspiration of 84 ml reactive synovial fluid and their details were added. The event term of knee oedema was updated to left knee oedema. The seriousness criteria for the event of left knee oedema was added. The suspect product was updated from synvisc to synvisc one. Patient's age, past drug, laboratory details of MRI, synvisc one details including start date and location, global pct number and corrective treatment was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment. Sanofi company comment dated (B)(6) 2014: this case concerns a patient who developed left knee oedema and knee bending at th maximum of 90 degrees after treatment with synvisc-one. Although the role of device cannot be excluded for the occurrence of the events; however lack of information regarding medical history, concurrent medical illnesses, and concomitant medication precludes a comprehensive assessment of the case.

Event description:
Based on additional information received on (B)(6) 2014, this case initially considered as non-serious was upgraded to serious as an additional serious event of knee bending at the maximum of 90 degrees (required intervention) was added and the seriousness criteria (required intervention) for the event of left knee oedema (initially considered as non-serious) was added. Also, the suspect product was updated from synvisc to synvisc one. This unsolicited device case was received from greece on (B)(6)2014 from a patient. Based on additional information received on (B)(6) 2014, the additional events of "knee bending at the maximum of 90 degrees' and "aspiration of 84 ml reactive synovial fluid" were added and the suspect product was updated from synvisc to synvisc one. This case concerns a (B)(6)female patient who developed left knee oedema, knee bending at the maximum of 90 degrees and had aspiration of 84 ml reactive synovial fluid after receiving treatment with synvisc one. No medical history, concomitant medication or concurrent conditions were reported. Past drugs included synvisc one ((B)(6)2013, for the first time) and no adverse event was experienced. On (B)(6) 2014, the patient initiated treatment with synvisc one injection in his left knee (dosage regimen, route, batch/lot number and expiration date: unknown) for osteoarthritis of the knee. On an unknown date in feb-2014 (2-3 days after initiating treatment with synvisc one), the patient developed left knee oedema and knee bending at the maximum of 90 degrees (no fever and other systemic manifestations were experienced by the same knee and aspiration of 84 ml reactive synovial fluid took place. On (B)(6) 2014, the patient underwent magnetic resonance imaging (MRI) at the knee which showed chondropathy of the knee and existence of small amount of fluid. It was reported that until (B)(6) 2014, the oedema had become mild in intensity. On an unknown date in (B)(6) 2014, knee bending had become normal and the knee oedema had abated. Action taken: unknown. Corrective treatment: surgery in left knee and aspiration for left knee oedema, surgery in left knee for knee bending at the maximum of 90 degrees. Seriousness criteria: required intervention for left knee oedema and knee bending at the maximum of 90 degrees. Outcome: unknown for left knee oedema and aspiration of 84 ml reactive synovial fluid, recovered/resolved for knee bending at the maximum of 90 degrees. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and conclusion was pending for the same.